Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10. Visual examination of the returned product identified signs of repeated use, nicks, gouges, scratches and discoloration. It is confirmed the impactor pad has fractured off and all the pieces were returned. The features of the fracture surface suggest an overload fracture failure mode was identified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device has been received by zimmer biomet. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Procode: phx.

Event description:
It was reported that the glenosphere impactor tip had broken in half during impaction. Attempts have been made and additional information on the reported event is unavailable at this time.